Event description:
Related manufacturer reference numbers: 2017865-2023-25095. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited post-paced t-wave over-sensing. No intervention was performed, but the programming changes were recommended. Patient condition was stable.